Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Caller told by pt that pt hasn't used their system in 2 years because their system had expired. They want to do head MRI. No patient symptoms were reported.